Event description:
Customer reported the insulin pump alarmed motor error twice in four days. Customer's blood glucose was 408 mg/dl. Alarm occurred randomly, usually preceded by no delivery alarm. Customer does not recall any significant event that may have caused the device to alarm. The device was not exposed to an MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The device functioned properly. Motor was tested outside the device and passed. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.